Manufacturer narrative:
The reported event for high impedances was confirmed. X-ray analysis revealed broken feed through wires for channels 1, 2, 3, 4, 5, 6, 7, 8, 13, 14, 15, and 16. The broken feed through wires are consistent with an overstress condition while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient's system was autoreducing due to high impedances. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Reporter phone number: (B)(6).